Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance alert was triggered for undefined impedance measurement caused by electromagnetic interference that influenced the microprocessor of the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the lead alert was for an atrial lead that was not connected to the device. It was also noted that the microprocessor received too much input during lead impedance measurement, which started the impedance trending. The alerts were programmed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was undefined. If information is provided in the future, a supplemental report will be issued.